Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Review of the most recent repair record determined that the unit had a damaged machine head, the control bar was not in the correct position and that the unit was out of calibration. The head, control bar, control shaft, thickness control lever, cams, and bearings were replaced and the unit was calibrated and resolved the reported issue. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
There is no additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is completed, a follow-up/final report will be submitted.

Event description:
It was reported that the skin graft split into 2 pieces during testing. No harm to patient. No adverse events have been reported as a result of the malfunction.